Event description:
Literature was reviewed regarding balloon versus self-expanding transcatheter valves for replacement of failed small surgical aortic bioprostheses. The study population included a total of 98 patients with 46 in the balloon-expandable valve group and 52 in the se lf-expanding valve group. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r (n=20), evolut pro (n=31) or evolut pro+ (n=1) bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: mean aortic gradient >20 mmhg, moderate aortic regurgitation (ar), stroke, congestive heart failure requiring hospitalization, myocardial infarction, arrhythmia requiring permanent pacemaker implant, valve endocarditis, valve thrombosis, and aortic valve intervention. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: cepas-guillén et al. Balloon- vs self-expanding transcatheter valves for failed small surgical aortic bioprostheses: 1-year results of the lyten trial. Jacc cardiovasc interv. 2023 dec 25;16(24):2999-3012. Doi: 10.1016/j.jcin.2023.10.028. Epub 2023 oct 23. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.